Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor smooth round moderate profile 275cc saline breast implant, catalog number 3501640, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated with the issue of capsular contracture grade IV, hematoma and seroma and right implant had issue with capsular contracture baker grade iii after implantation. As a result, patient underwent bilateral removal of the implants, hematoma and seroma on (B)(6) 2017. This report is for the right implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was contained no fluid. White material was observed within the device and black and white material on the shell surface. A crease was observed on the anterior and extending to posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this time is not possible to determine the origin of the white and black material. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).